Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: (B)(4). Unique device identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the image coordinates shown on the navigation system were not matching what the scanner was showing. There was no patient present when this issue was identified. Additional information received: confirmed that our coordinates are reporting normally and there is no alleged inaccuracy. The site uses cranial vault software which is where the coordinates they are normally used to are coming from. They will work with advanced development to get the cranial vault coordinate system so that the site is able to translate between the two systems.

Manufacturer narrative:
Software analysis was completed. Logs were not received however it was determined that the software was working as designed per the fact that the site used cranial vault software which is where they were used to the coordinates coming from. Method/result/conclusion codes are applicable. If information is provided in the future, a supplemental report will be issued.